Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of fos would not zero is confirmed. The fos connector was recessed; therefore, the fos connector was not able to maintain a light path with the pump. The fiber was found intact. The root cause of the recessed fos connector is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the cause.

Event description:
It was reported that difficulty was encountered at zeroing the fiber optic. The fiber optics on the intra-aortic balloon (iab) would not work. The customer stated the fiber optic would not zero out. They resolved the issue by switching out the balloon for another balloon and they were successful in completing the procedure. Patient outcome: fine. There were no reported patient complications or delay in therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulty was encountered at zeroing the fiber optic. The fiber optics on the intra-aortic balloon (iab) would not work. The customer stated the fiber optic would not zero out. They resolved the issue by switching out the balloon for another balloon and they were successful in completing the procedure. Patient outcome: fine. There were no reported patient complications or delay in therapy.